Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to high thresholds and high impedance. Local representative stated that it may have been tissue embedded in the helix. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. In addition, the allegations were not confirmed based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to high thresholds and high impedance. Local representative stated that it may have been tissue embedded in the helix. A new lead was implanted. No adverse patient effects were reported.